Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device deficiency due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 512 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with syringes. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported that the insulin exited at the quick release. Based on customer report customer does not allege insulin pump was under delivering. Customer declined to continue troubleshooting for other possible causes of high blood glucose. Customer reported that he was not worn insulin pump during a medical procedure or test around an medical resonance image. The insulin pump was not returned for analysis.